Manufacturer narrative:
(B)(4). Only event day and year known: 30, 2019. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: can you please explain more what is meant by ¿that stapler drags from the tissue (pulled backwards while stapling)¿?. Just to confirm, were there malformed staples?. Was there a leak?. If yes, was the leak controlled?. If yes, how was the leak controlled?. Also, can you please confirm the date of the procedure?. Is the current patient status known?. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?. Please explain. Response: drags means that the stapler is pulled off the tissue while firing and the tissue slips forward so the end result that there is misfiring and there is malformed staples and the dr needs to take another firing beside the missed one to fix this, for this case there was no leak as they took oversewing on the misfired part and it passed, the patient was discharged normally but was under aggressive follow up by the team for 3 days to make sure that there is no problems.

Event description:
It was reported that the powered echelon while firing in a bypass procedure that stapler drags from the tissue (pulled backwards while stapling) and causes malformation of the staples and it may cause leaks.